Event description:
The medtronic probe was installed in the wrong location, infection occurred; it was not diagnosed and probe had to be removed. Patient had a seizure afterwards and did not recover. Eventually, patient died after 5 months of treatment, nursing home care and home hospice care.